Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received inappropriate shock for sinus tachycardia. There was therapy exhaustion occurred. Additional information obtained from the field which indicated that the field representative was not directly aware if there were any programming changes made. To date, the device remains in service. No adverse patient effects reported.